Manufacturer narrative:
A sample has been requested for analysis. If a sample is returned, a follow-up report will be submitted.

Event description:
Baxter affiliate reported, "leakage from a twist clamp of a transfer set." The date of how long the set was in use is unknown. There was no pt injury or medical intervention associated with incident according to baxter affiliate.